Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported by the patient's mother that the patient was hospitalized with hyperglycemia on (B)(6) 2026. While wearing the pod between 24 and 36 hours, the patient's blood glucose level reportedly reached 397 mg/dl. The patient's mother also reported that the patient had been experiencing persistent pod errors for the past two months. According to the patient's mother, high blood glucose levels were the only symptoms experienced. When the pod was changed at the hospital, the insertion site was noted to appear swollen. As treatment, the pod was removed and medication was administered; however, no further treatment details were provided by the caller. At the time of the report, the patient remained hospitalized but was expected to be discharged later that same day. The pod was removed at the hospital and discarded. Follow-up attempts are being conducted to obtain additional information.